Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. This report involves the same patient as in (B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the day of onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with ceftazidime 500 gm (route, frequency, and duration not reported) and amikacin 125 mg (route, frequency, and duration not reported) for the peritonitis event. Dianeal therapy was ongoing. The patient was recovering from the peritonitis event. Additional information was requested but is not available. This is report 2 of 3.